Event description:
It was reported that balloon rupture occurred, the patient presented with st-segment elevation myocardial infarction (stemi) and underwent left heart catheterization (lhc). The target lesion was located in a non-calcified vessel. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon burst. The device was completely removed and the procedure was completed with an unspecified device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The patient presented with st-segment elevation myocardial infarction (stemi) and underwent left heart catheterization (lhc). The target lesion was located in a non-calcified vessel. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon burst. The device was completely removed and the procedure was completed with an unspecified device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen. There was blood in the guidewire lumen and the balloon was loosely folded and had contrast. There was a longitudinal tear 8mm in length, 4mm from the tip of the device. Product analysis confirmed the reported event, as the device had a longitudinal tear in the balloon.